Event description:
It was reported that during a low anterior resection the device stopped working 5 minutes into the case. Generator displayed error code 5; appropriate steps were taken to rectify but the error code kept occurring. There was no patient consequence.